Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -8.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was exchanged for a longer length lens due to low vault on (B)(6) 2024. This resolved the problem.cause of the event is reported as unknown.

Manufacturer narrative:
Claim#(B)(4).